Manufacturer narrative:
All available information indicates the product remains in service and no further information has been provided to our company. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal episode. The device was confirmed to be functioning normally, however atrial tachy response (atr) events were stored a couple days prior to the syncopal event with atrial noise. The noise could not be reproduced with isometrics or pocket manipulation and all lead measurements were normal.